Event description:
It is reported that pt had flexi-seal control placed, and was found to have a rectal ulcer after removal with free floating rectum requiring diverting colostomy.

Manufacturer narrative:
Based on available information, this event is deemed to be a serious injury. Additional information requested via email in regards to following: pts height and weight. What is the medical history of the pt. How long was product in use before the event occurred. Lot number. Was the product used for treatment or diagnosis. Is product being returned. Is complaint product picture available. No additional pt/event details have been provided to date. Should additional information become availably, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.